Event description:
The pt services rep (psr) of a (B)(6) female pt contacted lifecor customer support to report that both battery packs were not charging. Neither would power on the monitor. Support sent the pt a replacement monitor, battery charger and battery packs.

Manufacturer narrative:
Device MFR date: battery pack (B)(4) - 02/2008; battery pack (B)(4) - 01/2008; battery charger (B)(4)5 - 02/2009; monitor (B)(4) - 10/2008. Device eval summary: device evals of battery pack (B)(4), battery pack (B)(4), battery charger (B)(4), and monitor (B)(4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Both battery packs and the monitor were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The pt received replacement charger, monitor and battery packs.